Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted rectopexy surgical procedure, the large suturecut needle driver instrument was noticed to have wires snapped at the wrist of the instrument. The procedure was completed with no report of fragment falling into the patient, no delays, no adverse outcome and no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
Refer to h11 for follow-up information.